Event description:
There was an allegation of questionable elecsys troponin t hs results from one patient sample tested on two cobas e 801 analytical units (cobas 1 and cobas 2). Cobas 1 the result was around 200 ng/l (five times) and 1385 ng/l (once). Cobas 2 the result was around 200 ng/l (six times) and 669 ng/l (once). The result of around 200 ng/l was deemed correct.

Manufacturer narrative:
Cobas 1's serial number is (B)(6). Cobas 2's serial number is (B)(6). The elecsys troponin t hs reagent lot number is 847376. The investigation is ongoing.

Manufacturer narrative:
The elecsys troponin t hs reagent expiration date is (B)(6) 2026. The investigation reviewed the qc data, and the results were within the specified ranges. The field service engineer vacuum-cleaned the systems, cleaned the filters, flushed and cleaned the probes, replaced a bent bead mixer, and performed successful qcs. The investigation determined the event was consistent with a preanalytic issue at the customer's site (contamination of assay cups with small dust particles). The investigation did not identify a product problem.